Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that five days post implant of this bioprosthetic aortic valve, the patient presented with complete heart block and junctional rhythm, requiring a permanent pacemaker implant. The conditions resolved following implant of the pacemaker. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.